Event description:
Subsequent to the initial MDR, additional information was received on 05/06/2026. Data was provided for investigation. Review of the available data related to the reported allegation indicates that on the alleged incident date of 03/11/2026, estimated glucose values (egvs) declined to the urgent low threshold (55 mg/dl) at 08:25 pm. An urgent low alert was generated by the app at 10% volume through a bluetooth audio output device. At 08:30 pm, the egvs dropped to low (less than 40 mg/dl), and the app delivered an urgent low alert at 90% volume through a bluetooth audio output device. At 08:31 pm, the urgent low alert was acknowledged. The egvs remained low (less than 40 mg/dl) until 08:55 pm, but the app did not deliver additional alerts as the urgent low alert snoozed is default set to 30 minutes after acknowledgment. At 09:00 pm, the device experienced a short period of temporary sensor error, followed by 30 minutes of signal loss. The app delivered a signal loss alert at 90% volume at 09:30 pm and 10% volume through a bluetooth audio output device at 09:35 pm. At 09:40 pm, the egvs returned within range. The probable cause could not be determined. Data investigation could not confirm the allegation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. On 03/11/2026, the patient reported that prior to the event, his last observed continuous glucose monitor (cgm) reading was approximately 92 mg/dl after completing a walk. He stated that he typically relies on cgm alerts rather than checking the display regularly and did not receive any alerts or notifications on either his dexcom receiver or his mobile device. According to the patient, the cgm did not provide any warning indicating that his glucose level was decreasing. While driving, the patient began to experience symptoms of hypoglycemia and attempted to eat candy but subsequently became unresponsive. A bystander noticed the patient¿s vehicle stopped on the roadway and called 911. Emergency medical services arrived and transported the patient to the emergency room, where he received intravenous glucose (d5). The patient regained consciousness during transport and was later informed that he had been treated for severe hypoglycemia. He remained in the hospital for approximately three hours and was discharged once his glucose level stabilized at 258 mg/dl. After the event, the patient observed that the device had displayed a "brief sensor issue" message, which he believed persisted for approximately 1.5 to 2 hours during the incident. At the time of this report, the patient was stable and feeling fine. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)..